Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he received lost sensors and it goes away. Customer stated she was able to find lost sensor and get a signal. Troubleshooting was done. Customer's blood glucose was 430 mg/dl. Customer treated high blood glucose. The customer was advised not to lay on the transmitter or insulin pump when she sleeps. No further information provided.